Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose after announcing a meal but not eating, then disconnected their infusion set, felt near-syncope, and later reconnected to the ilet with blood glucose measured at 104 mg/dl; troubleshooting and education were completed, and an alert threshold of 65 mg/dl and treatment with oral glucose were noted. Symptoms included hypoglycemia with lightheadedness. Outcomes included recovery without hospitalization. Investigation included user interview and device-use review focused on alarm response, infusion set handling, and adherence to meal announcement workflows. Investigation of this case revealed no device malfunction and indicated user-related factors, including meal announcement without carbohydrate intake and temporary disconnection of the infusion set, as the likely contributors to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive regarding device performance and most consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.